Manufacturer narrative:
Citation: kagawa y. Intermediate term results of isolated mitral valve replacement with glutaraldehyde-preserved porcine xenograft valve: clinical and hemodynamic comparison between hancock valve and angell-shiley valve. Tohoku j exp med. 1986 sep;150(1):37-50. Doi: 10.1620/tjem.150.37. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing the clinical and hemodynamic results of two porcine bioprosthetic valves used for isolated mitral valve replacement (mvr). All data were collected from a single center between 1976 and 1980. The study population included 30 patients (predominantly male, mean age 35 years), 23 of which were implanted with medtronic hancock bioprostheses (no serial numbers provided). Among all patients, deaths occurred due to: structural valve dysfunction caused by calcification, heart failure resulted from prosthesis structural valve dysfunction, severe low cardiac output syndrome from structural valve dysfunction, and bleeding related to anticoagulation therapy. No further details were provided on these deaths. Multiple manufacturers were noted in the literature. Based on the available information medtronic product may have been associated with the deaths. Among all patients, adverse events included: structural valve dysfunction, calcification, stenosis, stiffening, rupture, cerebral em bolisms, bleeding, thromboembolism and elevated trans-mitral valve gradients. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.